Event description:
Reportedly, during the implantation of an alizea dr 1600 (serial number: (B)(6)), it was impossible to access to possibilities list in the patient tab, in addition, in the patient tab, the keyboard has disappeared when the user tried to fill the facility's name and the physician's name. The bluetooth has been lost during the interrogation.

Manufacturer narrative:
The conclusions are as follows: the investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a software issue, and it will be corrected with the next smartview version. - regarding the bluetooth communication issue, the files available on the tablet revealed a lost communication at 13:30 (programmer time). Nevertheless, by analyzing the pacemaker¿s files, no bluetooth communication issue is noticed. Therefore, based on the available data, the root cause cannot be determined. - the complaint is recorded for trending purposes. Refer to the attached analysis report.

Manufacturer narrative:
The tablet has been received and the issue was not reproduced. The expert files have been extracted and the analysis is in progress.

Event description:
Reportedly, during the implantation of an alizea dr 1600 (serial number: (B)(6)), it was impossible to access to possibilities list in the patient tab, in addition, in the patient tab, the keyboard has disappeared when the user tried to fill the facility's name and the physician's name. The bluetooth has been lost during the interrogation.

Manufacturer narrative:
The preliminary analysis revealed that the impossibility to display the patient dropdown list is related to a bad interaction between chrome hardware graphic acceleration and the windows management of popup display causing a lock preventing new popup to be graphically displayed. Further analyses are currently in progress. The bluetooth communication is under investigation.

Event description:
Reportedly, during the implantation of an alizea dr 1600 (serial number: (B)(6)), it was impossible to access to possibilities list in the patient tab, in addition, in the patient tab, the keyboard has disappeared when the user tried to fill the facility's name and the physician's name. The bluetooth has been lost during the interrogation.